Event description:
Needle retracted in the middle of a multi-tube draw. Drew 2 tubes, tube #3 was 1/2 filled and needle retracted spontanudesly and cut pt's arm. (I.e. Made a bigger hole on the way out of the vien). This is not the 1st time this has happened. Other nurses are having the same problem but won't take the time to fill out this form.